Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The keyboard was recommended for replacement. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit rebooted during a case. There was no report of patient injury.